Event description:
The customer reported the unit was turning on and off and failed the operational check.

Manufacturer narrative:
The customer reported the unit was turning on and off and failed the operational check. The device was evaluated at the customer site by a philips field service engineer, and the reported symptom was verified. Replacing the internal memory card resolved the issue.